Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after placing the arterial sheath, a dissection was noticed in the common carotid artery, which led the physician to place a secondary stent to cover the dissection plane. The procedure was completed successfully. The patient's clinical condition after the procedure completion was reportedly alive and well.